Manufacturer narrative:
(B)(4). Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, no error code 7 was noted. We have documented the circumstances as they were reported to us. In addition, complaint info was trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during an unk procedure. The device gave an error code 7, troubleshooting was performed. Another device was used to complete the case. There was no consequence to the pt.